Event description:
Additional information: it was reported that the patient¿s distal tip of the catheter had become occluded. It was speculated whether it was due to drug residue or granuloma.

Event description:
It was reported that during pump replacement, the physician elected to replace the pump connector on the existing catheter. The catheter connector was replaced with a sutureless connector. The reporter stated that the patient had mentioned that about a year ago the catheter was revised and believed the physician had mentioned a "granuloma" and that they had to "blow out the end of (his) catheter". It was unknown if the granuloma or any signs or symptoms involved were confirmed. This information was unclear as the reporter noted discrepancies regarding the patient's catheter and catheter revision kit history. The device system was used to deliver lioresal (baclofen). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Lot# serial# (B)(4), implanted: (B)(6) 2005, explanted: product type catheter. (B)(4).